Event description:
The customer reported that their display is white. Welch allyn tech support had the customer cycle power on the display and it now works fine. There was no report of any pt harm as a result of the reported events. Note 1 for block a: the customer did not provide any pt information.

Manufacturer narrative:
The customer will not be returning the display and will replace it if further problems occur. The acuity display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method code: other (bmet confirmed display failure).